Event description:
Malpositioned intraocular lenses [lens dislocation]. Uveitis [uveitis nos]. Glaucoma [glaucoma nos]. Hyphema [hyphaema]. Case description: spontaneous literature, local ref.n.02-00468, argus n. 2002111379us. A literature paper (am.j.ophthalmol; 133(6); 839-41;2002) reported a case regarding a pt who underwent a lens implantation for cataract extraction on unk date. Eight months after the surgical intervention, the pt developed uveitis-glaucoma-hyphema syndrome in the right eye. Uveitis-glaucoma-hyphema syndrome can lead to loss of vision from glaucomatous optic neuropathy, chronic inflammation, cystoid macular edema and intraocular hemorrhage. Surgical intervention is often required to restore normal intraocular anatomy, replace poorly positioned intraocular lenses or control glaucoma. An ultrasound biomicroscopy, revealed a lens malposition, in which the haptics were in contact with the iris pigment epithelium. The outcome is unk.